Event description:
While performing an anterior diskectomy and bone fusion lumbar vertabrae number 4-lumbar vertebrae number 5, using the danek system, the double barrel outer sleeve was secured into place. The left side was done without incident. As the surgeon slowly began reaming, the wound filled with blood. The barrel was removed and it was determined that the vena cava had been lacerated in two locations approx 4mm apart. The lacerations were 6 & 8 mm respectively. It appears that the vena cava was against the "viewport" on the barrel and came in contact with the reamer as it started to turn.